Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 14-sep-2016, the fse installed a new display. Multiple tasks were run without error. The most probable cause of the reported event was a touch display failure.

Event description:
On (B)(6) 2016, the customer reported that the touch panel was not responding on their aia-360 analyzer. Repower had no effect. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.